Event description:
Information was received from a healthcare professional (hcp), regarding a patient with an implanted neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported, that the caller reported, that all values were showing orange and >50 ohms. But then when tested again, they showed >4000 ohms. Caller stated, that when interrogating the ins today the message that came up on the clinician app was the "data was lost, internal data was lost" and caller needed to input the sn of the ins into the system. Stim was also off when pt came into office today. Caller mentioned that battery level was low. Pt was not available so further troubleshooting could occur. Agent reviewed to rerun impedances and look at each contact to see the values of the contact pairs to determine lead status. And also to check battery level again. But troubleshooting discussed possible por occurred which may be related to the low battery, which caused the lost data and stim to be off or there was an issue with the lead or both. Caller reported, patient fall about a month ago where patient fell forward. Caller also reported, that patient made adjustment to stimulation about 3 months ago. Unknown if any issues or concerns happened at that time as nothing was reported.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.